Event description:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from two different samples drawn from one patient using a vitros 5600 integrated system and a vitros xt7600 integrated system when using a vitros ipth reagent lot 1520 when compared to results obtained from a non-vitros roche system. Patient results of 403.1, 415.1, 372.3 and 372.5 pg/ml versus expected result of 46.7 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth results were not reported from the laboratory and ortho is not aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from two different samples drawn from one patient using a vitros 5600 integrated system and a vitros xt7600 integrated system when using a vitros ipth reagent lot 1520 when compared to results obtained from a non-vitros roche system. The assignable cause for the higher than expected vitros ipth results for the patient is the presence of a sample interferent present in the patient samples tested, in this case, a heterophile. Based on historical quality control results, a vitros ipth reagent performance issue is not a likely contributor to the event. Email address for contact office above is (B)(6)